Manufacturer narrative:
The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is a foreign substance on the IV set spike end of the bd¿ liquid IV set moisture (combination) y-conn ev . Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample was returned to sanxin. The lot number is unknown. Sanxin rechecked the last 3 batches in process manufacturing record, lot size 260000 pcs, accordingly to the standard of semi-finished inspection product inspection, criteria appearance level s-4, aql 0.15, sampling plan 80 (0 1), inspected every 2 hours, no foreign material was found. Sanxin recheck last 3 batches of finished products record, lot size 26000 pcs, sampling level g-iii, aql 0.015, sampling plan 800 (0 1), inspected 2400 pcs, no foreign material was found. Sanxin rechecked the retained samples 5 pcs from these lots, no foreign material was found. Corrective action: educate and train the mechanics, they are required to place all trial products into red boxes and separated from qualified products. The trial products in the red box will be disposed properly. Before mass production starts, workers shall check and ensure the trial products are cleared completely. Conclusion: sanxin analyzed the foreign matter on spike and determined it to be oil contamination. The likely cause is during manufacturing process, the machine mechanics would have the chance of touching the oil substance during maintenance and repairing of mold. After which when the mold start trial injection, mechanics might have touch the injected spike and the spike gets oil contamination. The mechanics did not segregate this trial injection product properly and this get inflow down the assembly line.